Event description:
It was stated that the customer was hospitalized for high blood glucose levels. No blood glucose reading was reported. It was stated that the customer went to dinner the night before the event and didn't check his blood glucose levels. The customer woke up the next day feeling too ill to treat his blood glucose levels. The mother declined any troubleshooting and did not provide further details of the event.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.